Event description:
I had a hip replacement on (B)(6) 2010. I've had nothing but problems since. I've been in severe pain and continue to be in severe pain while mobile or immobile. I can hardly drive, walk or do average everyday activities a woman of (B)(6) should be able to do. I have severe shooting pains all down my leg coming from my hip and pain in the hip region. My leg hurts to the touch. I've seen a doctor and they say the implant looks perfect on x-ray. I am in horrible pain. More pain than I was prior to the replacement. I have severe ra and my joint and cartilage was deteriorated hence the replacement. Something has to be done about this. I cannot see going the rest of my life in worse pain than I was before the surgery. Something is wrong with this hip. I don't know what, but something is very wrong. I need something done. Who do I need to turn to? I don't know what to do to correct this problem. I had the replacement in (B)(6). We now live in (B)(6). It's not feasible for me to travel back to (B)(6) to see the surgical doctor. I need help! I have an entire operative report that gives all lot numbers and product numbers to the devices used. There's not enough spaces in this report to put them in, so I need to fax the report so that you have full disclosure of all that was implanted.